Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier board was recommended for replacement to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported that the system would spontaneously reboot during a case resulting in the loss of mechanical ventilation. There was no report of patient involvement.